Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.

Event description:
The reporter stated that the nurse was spiking the IV fluid bag onto the pt tubing when a portion of the IV tubing from the spike region to drip chamber dislodged from the chamber and fluid spilled from the site. There was no pt injury or treatment associated with this event.